Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device only works on battery power for 15 minutes. There was no patient involvement. Available details indicate that the device had exhibited symptoms of a failure. It was determined that this was a malfunction of the battery, and the customer was instructed to procure a new battery. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was a battery failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was instructed to procure a new battery as it was aged. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.